Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the facility representative that there are dots on the sponge. Our or is now rejecting most individual 26ml chlorapreps. They were rejecting those that they found with dots but they are now rejecting if they are of that same lot number. We will try ordering to see if we can get another lot number with a different result. My staff member raised the concern when they gave her another stars today in 3 bags that has the quantity as 35ish. I don't see inc21399249 in the system yet. It feels like this is going to be an issue unless bd can confirm that these small dots are not impacting sterility. It is various now. Lot numbers that have been recorded: 1124893, 1147596, 1151543, 0351280, 1124893, 9361584, 0357929, 1065310, 1089684. These seem to have the similar problem as the ones that I sent back today.

Manufacturer narrative:
Samples were provided for evaluation. Visual examination of the samples shows orange dots on the foam tip and on the lidding. This verifies the reported issue. The type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip but is considered a cosmetic defect when the orange dye is on the front of the foam tip scrubbing surface or on the lidding. The orange dye is not of foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly, and packaging. Also, during the sterilization which uses vapor (water), when in contact with the orange dye brings out exaggerates the orange color intensity. The most probable root cause for orange dye around the tinted pledget is the equipment, process and/or material variability inherent to the process and design. A production record review was completed for batches/lots 1124893, 1147596, 1151543 , 0357929, 1065310, 1089684 and no non-conformance was noted during the manufacturing of these lots. No further actions are required at this time. This failure will continue to be tracked and trended.

Event description:
It was reported by the facility representative that there are dots on the sponge. Our or is now rejecting most individual 26ml chlorapreps. They were rejecting those that they found with dots but they are now rejecting if they are of that same lot number. We will try ordering to see if we can get another lot number with a different result. My staff member raised the concern when they gave her another stars today in 3 bags that has the quantity as (B)(4). I don't see inc21399249 in the system yet. It feels like this is going to be an issue unless bd can confirm that these small dots are not impacting sterility. It is various now. Lot numbers that have been recorded: 1124893, 1147596, 1151543, 0351280, 1124893, 9361584, 0357929, 1065310, 1089684. These seem to have the similar problem as the ones that I sent back today.